Manufacturer narrative:
It was reported that particles or anomalies were found inside the products in the company¿s warehouse in (B)(4). The issue was noted in the warehouse. The device was not returned for analysis. The reported ¿foreign material - in sterile package¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the instructions for use, ¿do not use if package is open or damaged.¿ based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. This is one of six reports (9616099-2016-00800, 9616099-2016-00801, 9616099-2016-00802, 9616099-2016-00805, 9616099-2016-00806 and 9616099-2016-00807) corresponding to this case.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported event. The device is anticipated to be returned for evaluation but has not been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that particles or anomalies were found inside the products in the company¿s warehouse in (B)(6). The issue was noted in the warehouse. The products will be returned for evaluation.